Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that escape and act buttons of insulin pump were not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer confirmed that the insulin pump was exposed to moisture and the time clock was advanced. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.